Event description:
Meter is giving sporadic readings. Vial has only been opened for about 2 months. Readings have been pretty accurate, but all of a sudden, a few strips are giving false readings. Expected average for the customer = 140. The meter results = 247.